Event description:
It was reported that the cassette leaked during compounding. No patient was involved.

Manufacturer narrative:
The returned samples were received in used conditions without their original packaging. A device history review identified that the lot met the requirements for release with no deviations identified during manufacture. Visual inspection of the sample found no unusual conditions. Leak testing using a syringe found that the device leaked at the joint of the tube with the bag. The failure mode reported was confirmed. Further investigation found the bag sealer machine was causing a weak seal condition on the joint of the tube with the bag. Additionally, the procedure to test the units was not followed as is required, forcing the equipment to release parts with potential leak conditions.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08530 is no longer considered reportable, please disregard any MDR reports associated with it.